Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b3, b5, d10, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction of a b30 scope communication error was found during the evaluation as well. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a failure of the internal circuit board of the video connector or poor contact between the electrical contacts of the video connector could cause scope ID damage error and error code b30 (scope communication error). The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was found during inspection for use in a therapeutic, unspecific procedure and was finished with a similar device.

Event description:
It was reported the flex deflectable videoscope exhibited scope ID data corruption error (e228/e229). It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.